Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-03104 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-03103 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device "did not clip well". However, the nature and cause of how the device "did not clip well" is unknown. The same event happened with the second clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.